Event description:
It was reported that the tip of an asahi gaia second guide wire had fractured during a percutaneous coronary intervention (pci) to treat a heavily calcified chronic total occlusion (cto) in the proximal right coronary artery (rca). When the gaia second guide wire crossed more than half of the lesion, the wire tip became stuck and the guide wire could not be advanced any further. When attempts were made to remove the guide wire, the coil was unwound and the wire tip was then detached. The patient was stable. The physician decided not to remove the wire fragment and just leave it in situ. The procedure was then terminated. There were no adverse patient effects associated with this event. The patient was discharged after the procedure.

Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: (B)(4). Device evaluation could not be performed because the affected device was discarded at the user facility. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion and tension were generated during wire manipulation while the tip of the subject gaia second had been caught by the heavily calcified lesion. As the applied stress was localized and therefore exceeded the product design limit, the tip of the gaia second was fractured. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings]. ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects]. ~ separation of the guide wire.